Event description:
During an arthroscopic right rotator cuff repair the tip of the expressew iii suture needle broke off in the right shoulder. X-ray was called and the needle tip was located with c-arm. Tip was arthroscopically sucked out with the suction, smoke evacuation system. This was verified with fluoro. There were no complications and the patient tolerated the procedure well.